Manufacturer narrative:
Initial.

Event description:
It was reported that a user taking prednisone observed higher-than-usual blood glucose after lunch with a peak of 305 mg/dl and later 250 mg/dl trending downward while using the ilet; the user asked whether to announce more meals and agreed to monitor glucose, and no device-specific malfunction or component issue was identified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to identify a medical device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.